Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed resulting in an inappropriate shock. The rv lead was found to be dislodged, so a revision procedure was performed to reposition the lead. The dislodgement was confirmed via fluoroscopy. The rv lead remains in service. No additional adverse patient effects were reported.